Manufacturer narrative:
(B)(4). Insulin pump monitored for 24 hours and no unexpected test battery in battery tube overheating or black display noted. No damage inside the battery tube during visual inspection noted. However, pump received with a high sleep current measurement test, problem isolated to the electronic assembly.

Event description:
Information received by medtronic indicated that the insulin pump had issues with the battery due to which pump got overheated and screen turned black, and stopped twice. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.